Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the power management board. The power management board was returned to the quality assurance laboratory for further investigation. The root cause was found to be caused by a short of the field effect transistor on board location q9 of the power management board.

Event description:
The MFR received info alleging a ventilator failed to charge its internal battery. There was no harm or injury reported.